Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt} contracted an infection (initially reported as peritonitis) and temporarily transitioned to hemodialysis (hd). Follow-up with the patient's pd registered nurse (porn) revealed the patient presented to the emergency room (ER) on (B)(6) 2021 with abdominal pain and suspected peritonitis. However, a peritoneal effluent cell count obtained was negative for infection. Radiological data indicated the patient was suffering from diverticulitis and would require intravenous antibiotic therapy (drug, dose, frequency, duration not provided). Despite the patient's cell count being negative for abnormalities, the patient's abdomen remained painful. Therefore, on (B)(6) 2021 the decision was made to remove the patient's pd catheter (not a fresenius product) and place a tunneled hemodialysis (hd) catheter (not a fresenius product). Consequently, the patient was transitioned to outpatient hd therapy until the patient's diverticulitis clears, and they can tolerate surgery (specifics not provided). The patient's liberty select cycler will be returned to the manufacturer, due to the patient's transition to hd. It is unknown how long the patient will remain on hd for rrt at this time. The porn reported the patient's liberty select cycler did not malfunction and performed as expected. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).